Event description:
It was reported that the patient was seen in the hospital with dyspnea. It was noted that the left ventricular lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.